Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 on the main had failed and did not open, with no clicking or response observed. A field service engineer discovered that the latch inseparable was missing the magnet. The fse replaced the affected component to resolve the issue, then rebooted the device and ran firmware updates. The device was tested using the hardware test application (hta), and the customer completed inventory verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The drawer failed to recover and did not remain closed, with an error indicating a "drawer failed to stay closed" condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.